Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. D.2.b: procode is lrc/ pgw. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Based on the information contained in the complaint at the time the reporting determination was made, this complaint is deemed reportable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient who underwent ent (ear, nose & throat) procedure with acarent devices, experienced leaking of cerebrospinal fluid (csf). The caller reported that during the procedure, it was noticed that the patient's nasal cavity was leaking cerebrospinal fluid (csf). The caller reported that the medical intervention provided to the patient was a graft off the ear, in order to pack the csf leak. It was noted that the patient is in stable condition. It was also reported that the relieva spinplus balloon wire became kinked during the procedure, towards the distal end. The relieva spinplus balloon was replaced and the issue was resolved. The procedure continued. The caller also reported that later in the procedure, the trudi navigation system accuracy was off by about 5mm, for all navigated devices. The patient was re-registered without resolution. The caller tried to test two different trudi nav suction devices, but the issue still persisted. The caller also open a new trudi curette, without resolution. The procedure continued with the accuracy issue persisting. Additional information received on 25-jul-2024. It was noted that the patient had intersinus calcification as a preexisting condition, the customer confirmed accuracy using the registration probe after registration process was completed. Accuracy was determined by touching key landmarks with the suction ie septum, middle turbinate, maxillary sinus.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: it was reported that a patient who underwent ent (ear, nose & throat) procedure with acclarent devices, experienced leaking of cerebrospinal fluid (csf). The caller reported that during the procedure, it was noticed that the patient's nasal cavity was leaking cerebrospinal fluid (csf). The caller reported that the medical intervention provided to the patient was a graft off the ear, in order to pack the csf leak. It was noted that the patient is in stable condition. It was also reported that the relieva spinplus balloon wire became kinked during the procedure, towards the distal end. The relieva spinplus balloon was replaced and the issue was resolved. The procedure continued. The caller also reported that later in the procedure, the trudi navigation system accuracy was off by about 5mm, for all navigated devices. The patient was re-registered without resolution. The caller tried to test two different trudi nav suction devices, but the issue still persisted. The caller also open a new trudi curette, without resolution. The procedure continued with the accuracy issue persisting. Additional information received on 25-jul-2024 indicated that it was noted that the patient had inter-sinus calcification as a preexisting condition, the customer confirmed accuracy using the registration probe after registration process was completed. Accuracy was determined by touching key landmarks with the suction i.e., septum, middle turbinate, maxillary sinus. A non-sterile relieva spinplus nav balloon was received contained in a decontamination bag. Upon arrival, visual inspection was performed, and the guide catheter and guidewire were kinked at the distal end. Dried blood residues were noted on the balloon. The guidewire was protruded from the handle. The advancing and retracting mechanism was tested, and the protruded condition of the guidewire prevented movement. The device was inspected under x-ray imaging, and the guidewire was found severely stretched inside the balloon catheter. A manufacturing record evaluation was performed and no non-conformances related to the complaint was found during the review. The issue reported regarding the distal end of the device becoming kinked was confirmed based on the kinked condition of the guidewire. According to risk documentation, a nav guidewire pinched, kinked, punctured or stretched can be a potential issue that can occur due to not achieving the intended use of the device. The kinked conditions suggest that the device could had been advanced into the cavity against resistance; however, with the limited information available from the description and from product investigation, this remains speculative and no root-cause can be assigned as the failure found may potentially be associated with the patient's anatomy, or other procedural factors that cannot be determined. The kinked condition of the guide catheter, as well as the protruded and stretched conditions of the guidewire at the handle and balloon catheter were not originally reported. It is suggested that the dried blood residues could had increased the resistance to advance the guidewire resulting in the damaged conditions; however, with the limited information available, the exact time of occurrence cannot be determined; therefore, these are not considered related to the issue reported. As part of acclarent¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue reported is related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. However, instructions for use state that sinus navigation guidewire is a precision instrument and must be handled with care. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.